Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite® tapered implant 3.25 x 10mm (item nt3210) was received for investigation. Visual inspection of the as returned product identified evidence of wear from use that was significant enough so as to prevent reliable measurement of the product. There were noticeable gouges around the external threads and the collar, likely from the removal process. Also, the hex and the drive feature had presence of debris (dried blood). No pre-existing conditions were noted on the product experience report that could contribute to the event. Pictures or x-ray images were not provided to evaluate of periimplantitis. Device history record (DHR) review was completed for the subject lot number (2014120820). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. No definitive root cause was identified. Probable causes as per risk management file are listed above in the risk assessment summary. However, based on the investigation and risk review, the most likely cause for the reported event is external patient factors.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to perimplantitis.